Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the exhausted battery was thought to be the cause of the lack of therapeutic effect. It was also reported that the lack of therapeutic effect was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1ac5z, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0z2pt, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# v526344, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that the patient was initially implanted for right side tremor, and the therapy worked great for the right side. However, in 2014 the patient developed left side tremor due to disease progression and were implanted with an additional lead for the left side in (B)(6) 2015. However, the left side therapy was never effective in controlling the left side tremor, so the lead was revised on (B)(6) 2016 to mitigate the lack of therapeutic effect. An elective replacement indicator (eri) with no indication of premature depletion or device malfunction was also noted. The patient's indication for implant is movement disorders.